Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's display does not work. There was no reported patient involvement.

Event description:
It was reported to philips a ballast board was defective. Note that although there was no report of an associated symptom the part provide power to the display backlight. Therefore, philips is considering a faulty ballast board to affect the visibility of the display.